Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the batteries to measure at 12.9 and 13.0 volts direct current (vdc) upon receipt. Both batteries accepted charge and passed load testing. Conductance readings were also within specification following testing. Per data log analysis, the provided log does not show any battery backup activity. It is possible that the log was exported before the battery was tested. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the srt, the total nominal available capacity (tnac) fell below 13 amp hours (ah) during the battery test. He replaced the batteries. The unit operated to the manufacturer's specifications. The suspect parts were sent to the laboratory for further evaluation.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the battery failed. There was no patient involvement.